Event description:
It was reported by the patient's family member that the patient has not done well since the new device was implanted. The patient was taking on more fluid to the point where the patient was unable to do anything. Follow-up with the clinic disclosed that the patient has not been seen. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.